Manufacturer narrative:
The reported issue was unconfirmed. The device was returned and visually inspected. Evaluation found no abnormalities as per the reported event. The syringe was refilled with water and tested to inflate a catheter in the laboratory. There was no difficulty or leakage observed during the test. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿[directions for use] 3) using aseptic technique, position the needle-less syringe (slip-tip type or luer-lock type) in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port. Press the syringe and twist to lock the syringe onto the sampling port. 4) aspirate desired volume of urine. After sampling, detach the syringe. Ensure that the rubber stem of the sampling port has returned to its original position. 5) unkink tubing. (6) insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon."

Event description:
It was reported that it was difficult to infuse water into the catheter with the syringe; another syringe was used to place the catheter in the patient. The user alleged the syringe was defective.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that it was difficult to infuse water into the catheter with the syringe; another syringe was used to place the catheter in the patient. The user alleged the syringe was defective.